Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic 3 go male coude catheter had a sharp burr like a small thorn on the tip that caused the damage to the patients urethra and bleeding. Per customer via phone on (B)(6) 2021 it was stated that the customer experienced the pain and bleeding during the use of the catheter. No medical intervention required the bleeding stopped on its own overnight. Also stated that the customer reportedly had to slide the gripper up and down the catheter to ensure no burrs prior to use. The customer was experienced with three catheters as one had burred half inch up from the tip on (B)(6) 2021 and had a small burr of 5.5 inches up from the tip on (B)(6) 2021 and a burr of 3 inches up from the tip on (B)(6) 2021. Per follow via email on (B)(6) 2021 it was reported that the patient found another magic 3 go male coude catheter which had a burr and the catheter was not used on the patient. No patient impact was reported. Per additional information received on (B)(6) 2021 the customer stated that the issue happened on (B)(6) 2021 and worse with a barb near the drain tip end. And all others had smaller burrs which were found when slide the sleeve down the silicone. Also stated that the customer got the lubricant to cover the entire length of the catheter.

Event description:
It it was reported that the magic 3 go male coude catheter had a sharp burr like a small thorn on the tip that caused the damage to the patients urethra and bleeding. Per customer via phone on 19may2021 it was stated that the customer experienced the pain and bleeding during the use of the catheter. No medical intervention required the bleeding stopped on its own overnight. Also stated that the customer reportedly had to slide the gripper up and down the catheter to ensure no burrs prior to use. The customer was experienced with three catheters as one had burred half inch up from the tip on (B)(6) 2021 and had a small burr of 5.5 inches up from the tip on (B)(6) 2021 and a burr of 3 inches up from the tip on (B)(6) 2021. Per follow via email on 20may21 it was reported that the patient found another magic 3 go male coude catheter which had a burr and the catheter was not used on the patient. No patient impact was reported. Per additional information received on 26may2021 the customer stated that the issue happened on (B)(6) 2021 and worse with a barb near the drain tip end. And all others had smaller burrs which were found when slide the sleeve down the silicone. Also stated that the customer got the lubricant to cover the entire length of the catheter.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual evaluation noted one opened magic 3 go intermittent catheter in opened packaging was received. Visual inspection noted a burr approximately halfway up the catheter. This does not meet specifications, which states that the gentle outer layer of the catheter is soft silicone with a smooth surface. Although an exact root cause could not be determined, a potential root cause is mechanical failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use the magic 3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Warnings this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8.wash hands. " h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.